Event description:
Customer reported via phone, the sensor was giving false lows and was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 132 mg/dl and sensor was 43 mg/dl. Customer was advised to upload information to carelink so they can analyze the date. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.